Event description:
It was reported that the patient's implant was replaced in (B)(6) 2012 because "it broke". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3039-28, lot# v076384, implanted: (B)(6) 2008, explanted: unk; programmer: model 3037, serial# (B)(4).